Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 6193718. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that bd¿ syringe with attached safetyglide¿ needle safety piece came off. No serious injury or medical intervention was reported. Verbatim: "material no: 305945 batch no: 6193718 it was reported that after giving injection the nurse was going to slide safety piece and the safety piece came off. Per customer email: I am emailing you to inform you of a problem that we had in our facility today regarding the bd safetyglide tb syringe. After giving the injection, the nurse withdrew the needle and was going to slide the safety piece over the contaminated needle but the safety piece came off leaving an exposed dirty needle. The lot number is: 6193718 and the expiration date is: 7/2021. I¿m not sure which department I should send this email to but I thought that you would like to know. Also, I would like to know if anyone else has had this problem or if there is a problem with this needle/syringe? I look forward to hearing from you soon."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe with attached safetyglide¿ needle safety piece came off. No serious injury or medical intervention was reported. Verbatim: "material no: 305945 batch no: 6193718. It was reported that after giving injection the nurse was going to slide safety piece and the safety piece came off. Per customer email: I am emailing you to inform you of a problem that we had in our facility today regarding the bd safetyglide tb syringe. After giving the injection, the nurse withdrew the needle and was going to slide the safety piece over the contaminated needle but the safety piece came off leaving an exposed dirty needle. The lot number is: 6193718 and the expiration date is: 7/2021. I¿m not sure which department I should send this email to but I thought that you would like to know. Also, I would like to know if anyone else has had this problem or if there is a problem with this needle/syringe? I look forward to hearing from you soon."